Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 32 mg/dl at the time of incident. The nurse stated that the low blood glucose event lead to a vehicle accident. The nurse stated that the customer was given IV to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.